Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 42 mg/dl. The current blood glucose level is 121 mg/dl. The customer also reported other blood glucose level such as 243 mg/dl. The customer treated low blood glucose value with bar and rx bar. The customer was declined to troubleshoot for low blood glucose value. The insulin pump will not be returned for analysis.